Event description:
The pt was implanted with a spectrum contour post-op adjustable prosthesis on 10/24/97, subsequently it was noted that the pt had developed an infection in her left breast and the prosthesis was removed.